Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose in the morning and after treating it went low to 37 mg/dl. It was stated that the customer has been low for an hour and a half; customer treated with food. During troubleshoot; it was stated the drive support cap is recessed. Most recent set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The amount of insulin in the reservoir seems accurate according to the status screen. The insulin pump was not exposed to a strong magnetic field. Customer's mother was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.